Event description:
Report received from the USA stating that there was a "hole in the hose" of the device. The reporter did not know if the hose was leaking air or oil and was unable to determine which part of the hose had the hole. The reporter was unaware if the device was used in surgery. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and was found to have a small cut/tear in the hose. Evidence indicates that this was due to usage and wear over time. The event was confirmed. If additional information is received, a supplemental report will be sent.